Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4). The device was not returned to mentor.

Event description:
This event is from a literature source. It was reported that a patient underwent axillary lymph node dissection (alnd) and immediate breast reconstruction (ibr) with a latissimus dorsi (ld) flap reconstruction in 2005. Mentor memory shape breast implant, medium height moderate profile 355cc ( catalog # 354-1308) was implanted during this procedure. Patient had received adjuvant chemotherapy, chest wall radiotherapy and endocrine therapy with tamoxifen. Mcghan 150 tissue expander was used in 2006. Patient had a device replacement with allergan n27-fx155-775 for unknown reason in 2013. Patient presented seroma and was diagnosed with stage I disease in 2016. This patient was treated successfully with implant removal and complete unilateral capsulectomy and have a follow up of 8 months. Title "breast implant associated anaplastic large cell lymphoma: the UK experience. Recommendations on its management and implications for informed consent"